Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
It was reported that a user was hospitalized for diabetic keto acidosis (dka). At the time of the event, the user reported a discrepancy between sensor glucose (sg) readings and blood glucose (bg) values, with sg around 102-110 mg/dl while bg was approximately 500 mg/dl, confirmed by fingerstick. Despite high glucose levels, no alerts were triggered on the device, as the sensor readings did not exceed the user-configured high alert threshold. The user was treated in the hospital with IV insulin and IV fluids and later reported feeling better. The healthcare provider was aware of the incident, and the sensor was not removed. The user continues to use the system with updated information.